Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to latch) was confirmed. Upon investigation, the trunk cable connector latches were physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the broken latches was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to latch to a monitor.